Manufacturer narrative:
The wrench arrived in a clean and decontaminated condition. It was clear to see that the wrench was assembled incorrectly, the position of the hexagon-head and the star screw were interchanged. This special risk is mentioned in the IFU. Device quality and manufacturing history records of batch 51928977 were reviewed and all documents comply with specifications and do not present any discrepancy. No other similar incident has been reported in relation to this batch. Based on the info available as well as a result of our investigation the root cause of the failure is user related. Corrective/preventive action has been initiated.

Event description:
Country of complaint: (B)(6). Torque wrench didn't release on both sides. One screw was skewed attached in the occiput- plate. Surgeon decided to change the screw and requested the 2nd set to use an other fw103r. The 2nd fw103r worked well, but the one side of the plate couldn't tightened anymore. The surgeon decided to change the plate, thereby the surgery was prolonged about 15 minutes. One revision screw was used, for the rest new standard occiput screws in the existing holes. No deviation to the schedule, no patient injury, no further actions necessary. Additional components in use during surgery: sw003t (2) / s4c set screw new version. Sx464t (1) / s4c polyaxial screw 3.5 x 14 mm. Sw205t (1) / s4c occipital plate large 4 holes. Sw132t (3) / s4c occipital plate screw 4.5 x 12 mm. Sw128t (2) / s4c occipital plate screw 4.5 x 8 mm.